Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breathe atomizer on october 1, 2013. The pt reported that he experienced an asthma attack after the ex breathe atomizer failed to produce an aerosol mist to alleviate his asthma symptoms. He added that he cleaned the atomizer according to the product's instructions. Multiple attempts were made to reach the customer via telephone unsuccessfully.